Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis after insulin delivery was suspended due to low sensor glucose. The customer's blood glucose at the time of the event was 265. The sensor glucose that triggered the suspend is unknown. The customer was hospitalized on (B)(6) 2017. Troubleshooting identified a bent cannula. Customer declined troubleshoot for high blood level. The product was returned for analysis. Product analysis identified a bent sensor cannula.